Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was admitted to the hospital following multiple falls. A health care professional (hcp) suspected the patient experienced syncopal episodes. Technical services (ts) reviewed a copy of stored device data and noted the patient had been in atrial fibrillation (af) since (B)(6) 2025 with periods of rapid conduction. Review of stored device data noted an episode where an arrhythmia was initially appropriately detected and anti-tachycardia pacing (atp) therapy was delivered. The rate remained fast due to conducted af and an inappropriate shock was then delivered. The therapy episode did not correlate with the potential syncopal episodes and falls. No additional adverse patient effects were reported. This device remains in service. The hcp did not provide their last name to ts. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.